Manufacturer narrative:
Avid medical issued formal complaint #(B)(4) to the manufacturer covidien/valley labs/medtronic (event (B)(6)) concerning the malfunction of cautery item no. E2350hgnsb, manufacturer lot# 71580178x.

Event description:
Avid medical is the manufacturer of a custom procedure tray that includes the following component: cautery, rocker w/edge blade, 10 ft cord w/holster, vendor part # e2350hgnsb manufactured by covidien/valley labs. Avid medical received a complaint on (B)(6) 2017 originated by (B)(6), clinical coordinator surgery, (B)(6) stating that during the case, the cautery button was stuck in the ¿on¿ position and the patient received a ½ inch superficial burn. The attending medical professionals performed first aid that consisted of application of steri strips and a band aide. Avid medical issued formal complaint #(B)(4) to the manufacturer covidien/valley labs/medtronic (event (B)(6)) concerning the malfunction of cautery item no. E2350hgnsb, manufacturer lot# 71580178x.